Manufacturer narrative:
Zimmer biomet complaint (B)(4). Screw was not returned to manufacture but the implant was returned.

Event description:
It was reported that unknown screw fractured. The screw pieces could not be removed from the implant. Implant has therefore been removed. Customer indicated that reference and lot number of screw was not available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain prevail implant was returned for inspection. A visual inspection revealed that the internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: a root cause for the complaint could not be determined. Device brand name unknown. (Narrative not included in on the initial report). Device catalog number and lot number not provided/unknown. (Narrative not included in of initial report). Reporter's first name not provided/unknown (narrative not included of the initial report).